Event description:
A hospital in (B)(6) reported via our distributor that they found that the feedset tube of an mr290 humidification chamber was broken. This was found prior to patient use.

Manufacturer narrative:
(B)(4). The complaint mr290 chamber is currently en route to fisher & paykel healthcare in (B)(4) for evaluation. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). Method: the complaint mr290 chamber was returned to fisher & paykel healthcare in (B)(4) and was visually inspected. Results: visual inspection revealed a break in the feedset tubing at the connection to the chamber dome. The surface at the break was rough. The damage appeared to be due to the tube being pulled away from the chamber, possibly due to the feedset being caught or put under tension. A lot chek revealed no other complaints of this nature for lot 131108. Conclusion: we were unable to definitively determine the cause of the feedset break, however our previous investigations into similar complaints have shown that this damage can be caused by the overstretching of the tubing when attaching it to a water bag. We have conducted extensive testing of the mr290 chamber, with particular emphasis on feedset breaks. Significantly we have not been able to replicate failure of the feedset tube at the chamber dome in any of our testing. The specification for the chamber requires that the feedset tube should have a breaking strain of 30 newtons. During production, pull testing of the feedset strength at both spike and dome end is performed every hour on mr290 chambers from each production line. If any faults are detected the whole batch is placed on hold for investigation. Additionally all chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. Chambers that fail any of these tests are discarded. This suggests that the problem occurred after the product was released for distribution. The user instructions which accompany the mr290 autofeed humidification chambers state the following: set appropriate ventilator alarm; perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Our monitoring and trending of complaints involving damaged water feedsets in mr290 chambers has a rate of occurrence of (B)(4).

Event description:
A hospital in (B)(6) reported via our distributor that they found that the feedset tube of an mr290 humidification chamber was broken. This was found prior to patient use.